Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that incomplete/under infusion was experienced in a low volume (5ml/hr.) Infusor. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.